Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b5. The following sections were corrected: d1, d4, d6a, g4, h4. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a right total knee arthroplasty. Subsequently, it was reported that the patient experienced pain, swelling, stiffness, loss of motion, weakness and difficulty ambulating. As a result, the patient underwent a right knee revision approximately 13 years and 7 months after initial implantation. Provided operative notes report tibial loosening and wear of the tibial insert. It was later reported that the femoral component was found to be debonded. The patient was last reported to be stable. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were added/corrected: d6a, h6: clinical code the reason for the revision reported cannot be confirmed from the information provided but may be the result of tibial loosening, loss of range of motion, prosthesis wear, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Based on the reported information, it appears that the pain, swelling, osteolysis, synovitis, ambulation difficulties, osteolysis, and synovitis may be related to the reported loosening and wear. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01811. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 151 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear and tibial pain. Preoperative x-rays showed the tibial stem had loosened, migrated, and perforated the anterior lateral tibial cortex. There was massive osteolysis of the femur and tibia. Revision surgery operative notes were provided. Findings were consistent with polyethylene-induced synovitis. It was clear that his tibia had failed into varus with significant medial bone loss. It was difficult to fully flex up his knee, as his patella was not very mobile. The tip of the tibial stem did migrate through his anterolateral tibia and was tenting the skin. There was delamination of the tibial polyethylene and massive femoral osteolysis under the anterior trochlea and medial condyle. The patient was revised to a competitor's devices and was transferred to the pacu in stable condition without complication. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. . MDR section codes updated/corrected: a, b the reason for the revision reported cannot be confirmed from the information provided but may be the result of tibial loosening, loss of range of motion, subsidence/migration, and prosthesis wear. Or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.